Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient¿s ipg would not communicate. Patient underwent surgical intervention for unknown reasons, prior to the ipg being rendered inoperable, wherein electrocautery was used. The ipg was placed in surgery mode. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored postoperatively.

Manufacturer narrative:
The reported issue of inoperable ipg was confirmed. As received, the device was not communicating; it was also noted the juno processor was in a stuck state. After manually clearing the stuck processor condition, the device was found to be in therapy app state. The, as received, condition of the ipg is consistent with the unrelated surgery that the patient reported having after which, the device no longer communicated. As a result of this finding, actions have been taken to prevent reoccurrence.